Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during (B)(6) 2015 (date/time not provided). The patient stated that she obtained a result of "230 mg/dl" using the subject meter compared to a result of "37 mg/dl" obtained using an ems device. The time difference between the two results is unknown. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The patient manages her diabetes using an insulin pump. The patient stated that she increased her dose of humalog insulin to at least 25 units on the evening of (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "hard time functioning, shaky, weak and drowsy" after the alleged product issue began (date/time not known). The patient stated that she was taken to ER on the evening of (B)(6) 2015 (time not provided), where she received hcp treatment of IV glucose. The patient stated that her blood glucose was tested whilst in ER using an ER/hospital device and the result obtained was "39 mg/dl". At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaky" and received hcp treatment for a severe low blood glucose excursion after the alleged product issue began. This symptom and treatment do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.